Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted five sutures and one needle. The needle was attached to one suture. Upon microscopic inspection of the needle, normal crimp and swage marks were noted. Microscopic inspection of the remaining sutures noted crimp marks on the ends of the sutures. As no sealed samples were returned, a needle attachment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, at the first packet, the product was easily detached. Though 3 packets were used, most of them were detached more easily than usual. The procedure was completed with another device. There was no patient injury.